Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Error code 433 was found. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, the displaying the reported issue have a considerable number of causes. If e433 is displayed sporadically (temporarily), no further action needs to be taken. However, if displayed more often, it is recommended to test the generator board, the hvps-board, the motherboard and relay board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
The device was returned, and the evaluation found: an old type of low voltage power supply (lvps) cable and an error e433 due to defective high voltage power supply (hvps) board. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the generator exhibited an error e433 there were no reports of patient involvement.